Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a routine minimally invasive spinal fusion procedure. During placement of the interbody device, the implant was placed slightly anterior in the disc space of l5-s1. After cheking the same in c-arm image, the surgeon decided to re-engage the implant holder in order to pull the implant slightly posterior for correct positioning. The surgeon tried to pull back the implant with gentle force, but while pulling it backwards, the implant holder became disengaged and when seen under a microscope it was observed that the threads on the implant gave off and it appeared to have lost the threadings on it. In addition to that, a small, thin circular (spring like) flake of material came out of the implant. There were no reported patient complications.